Manufacturer narrative:
The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. In this case, the cause of the pericardial effusion post deployment of the s3 valve cannot be determined; however, there is no information to suggest a manufacturing non conformances contributed to the event. It is unknown if the bleeding was related to the coronary stent balloon angioplasty done at the time of the thv deployment or to an edwards device. In addition, there were other patient risks factors for hematoma or annular rupture which may have contributed to the event (e.g. (B)(6) years old female, narrow stj). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, an aortic root rupture and pericardial effusion developed post deployment of the 23mm sapien 3 valve and pericardiocentesis was performed. The patient has a coronary stent in the right coronary artery (rca) and the stent protruded 2mm long form the ostium. The physicians were concerned that the protruding coronary stent might be damaged/occluded during thv deployment and decided to balloon the coronary stent at the time of the s3 deployment (so-called ¿chimney technique¿). Ivus showed the protruding stent was oval. The coronary stent balloon angioplasty was performed. Bav was skipped. A 23mm sapien 3 valve was deployed with ¿chimney technique¿ successfully. However, the blood pressure (bp) did not recover quickly and tee showed an effusion in the right ventricular side. Aortography did not indicate any coronary occlusion or dissection. The bp gradually decreased to 30-40¿s mmhg and the amount of effusion increased at the same time. Pericardiocentesis was performed and vasopressors were given. Tee and CT were unable to identify the source of bleeding. The bp recovered to 100-120¿s mmhg and protamine was given. However, the patient became hypotensive again (30-40¿s mmhg) and pericardial drainage was performed, but the bleeding persisted. The chest was opened and a hematoma was found near the left atrial appendage. As no fresh blood was observed, manual compression continued for 20 minutes and hemostasis was achieved. Tachosil tissue sealing sheet was attached and the procedure was completed. The surgeon was unable to identify the source of bleeding. Given the area of the hematoma, the bleeding may have occurred near the left coronary cusp, but it is unknown if it was related to the ¿chimney technique¿ performed. Per report, the aortic annulus diameter measured 22.9 mm by tee with moderate valve calcification. The sinotubular junction (stj) diameter measured 24.4 mm and the sinus of valsalva (sov) diameter measured 29.4 mm.

Manufacturer narrative:
Additional information reported through the (B)(6) reporting system: on postoperative day (pod) 4, the drain tube was removed; there was no abnormality in the incision site. Mild sinus bradycardia was observed but no other complication was seen.